Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of four reports (3007042319-2016-01600, 01601, 01602 and 01603) submitted for devices related to the same event.

Event description:
It was reported by a vad coordinator that power switching was noted. The controller and three batteries were switched and there was no effect on the patient.

Manufacturer narrative:
The reported event of power switching with the returned devices, (B)(4), was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple premature switching events. Battery (B)(4) participated in these premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of four reports (3007042319-2016-01600, 3007042319-2016-01601, 3007042319-2016-01602 and 3007042319-2016-01603) submitted for devices related to the same event.